Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the nurse claims that the pump pushed all the clients meds through in an hour. Human harm: no".

Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump # 30020-4431 the nurse claims that the pump pushed all the clients meds through in an hour. We, unfortunately, cannot get the event log to load for review. This was a browns pump and we do not have any further information regarding this pump other then the client was not harmed due to the incident. What were the treatment settings? A) rate: 122 ml @ 61 ml/hrb) vtbi: 290 mlc) time: 2:00d) mode: intermittent. What drug was administered during the event: vancomycin. Human harm: no".